Event description:
A customer reported that their t: slim x2 pump battery would not charge, and they were unable to confirm a power source alert as the pump screen remained dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level reported.